Manufacturer narrative:
It was reported that the respiration rate was unable to keep up. Per good faith effort (gfe) response, no repair was performed as the customer wanted consultation for use operation. No repair was performed as the customer wanted consultation for use operation. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the respiration rate was unable to keep up. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the respiration rate was unable to keep up. Repair is currently pending.

Manufacturer narrative:
H10: e1- (B)(6).